Event description:
Customer reportedly obtained results of 43mg/dl, 45mg/dl, and 75mg/dl on the compact plus system within 10 minutes. An additional comparison reported results of 230mg/dl and 107mg/dl on the compact plus system within 10 minutes. Customer ate after results. No adverse event reported due to these results. Requested return of suspect device, however, strips are unavailable for return.